Event description:
Report received by the USA stating that the device had a "hole in the hose." The device was used in "neuro" surgery. There were not pt or user injuries reported. There was no delay in surgery. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).